Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure on (B)(6) 2025. Under fluoroscopy imaging, the right ventricular (rv) lead tip was noted to be bent. This lead was not used and the physician elected to complete the procedure using a different rv lead. The patient condition was unknown.